Manufacturer narrative:
Product analysis: the device was returned to medtronic investigation lab. The device was returned coiled in its pouch in a biohazard pouch. The device was returned with the touhy-borst tight. The device was returned with multiple bends on the shaft. The device was flushed and a 0.014¿ guidewire was loaded through the guidewire lumen without issue. The device was loaded into a deployment fixture. The stent was deployed, and the fixture reached 2.55lbs (below 3.00lbs). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a protégé rx self-expanding stent system with a spider fx embolic protection device, non-medtronic long sheath, and 0.018 non-medtronic guidewire during treatment of a 33mm plaque lesion in the patient¿s mid left common carotid artery. Moderate vessel tortuosity and severe calcification are reported. Lesion exhibited 75% stenosis. Artery diameter reported as 7.4mm. There was no damage noted to the product packaging. No issues noted when removing the device from the hoop/tray. IFU was followed and the device was prepped without issue. Pre-dilation was performed using a 5x30 and 6x30 balloon. The device was not passed through a previously deployed stent. No resistance was noted during delivery of the device to the lesion. It is reported the stent was unable to be deployed. The lock-pin was released prior to attempted to delivery. Upon deployment attempt the stent could not be released and opened. Stent struts were exposed. The device was safely removed, and a replacement stent of the same model was used to complete the procedure. No patient injury reported.